Event description:
The customer reported intermittent no boots and issues with flipping images to correct orientation. The fse, during the onsite evaluation, found the units power low. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.